Manufacturer narrative:
Other relevant device(s) are: product ID: ettf3636c70ee, serial/lot #: (B)(4), ubd: 2017-10-13, UDI#: (B)(4). Product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 2018-01-25, UDI#: (B)(4). Product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 2018-02-10, UDI#: (B)(4). Product ID: etlw1610c93ee, serial/lot #: (B)(4), ubd: 2018-02-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the physician that the worsening in renal function for this patient is being widely attributed to the multiple comorbidities of the patient, i.e. Long term type 2 diabetes, poorly controlled hypertension and smoking. The contrast used in the procedure and follow-up can be a further factor contributing to this worsening. The stent graft is patent and renal arteries are well perfused, so no device complication is contributing to the clinical setting.

Manufacturer narrative:
Medtronic received the following information from the journal article entitled; parallel graft technique in a complex aortic aneurysm: the value of intraoperative flexibility from the original operative plan ricardo castro-ferreira, paulo g. Dias, sérgio m. Sampaio, josé f. Teixeira and armando c. Lobato european society for vascular surgery 2019 vol 43 doi.org/10.1016/j.ejvssr.2019.03.002. Other relevant device(s) are: product ID: ettf3636c70ee, serial/lot #: unknown, ubd: unknown, UDI #: unknown; product ID: etlw1616c82ee, serial/lot #: unknown, ubd: unknown, UDI #: unknown. Product ID: etlw1616c124ee, serial/lot #: unknown , ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft and endurant stent graft system was implanted in a patient for the endovascular treatment of 60 mm thoracic aneurysm, 59 mm juxtarenal abdominal aortic aneurysm, and 32 mm common iliac aneurysm as part of a parallel grafting technique. Final angiogram during the procedure showed visceral patency. It was reported that after the 30 day CT scan, the patient was monitored only by duplex scan because of worsening chronic kidney insufficiency. The patients chronic kidney disease was presumed to be related to the patient's severe hypertension and type ii diabetes.